Event description:
It was reported that the pt had undergone multiple spinal procedure. It was found that the rod came off from the connector of a posterior fixation construct at unknown time post op. The revision surgery may be performed; however, no revision surgery is reported at this time.

Manufacturer narrative:
(B) (4): this part is not approved for use in the united states; however, a like device catalog # 96509ht, 510k # k981676 was cleared in the united states. Neither device nor film of applicable imaging studies were returned to the MFR for eval. We are unable to determine the cause of the event.